Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23ga 1-1/2in bns tw had foreign matter. The following information was provided by the initial reporter: material # 304142 batch # 5050183. It was reported by customer that a complaint sample for cardinal health complaint number case- (B)(4). Verbatim: rcc received a complaint via email. Email(s) attached. We received a complaint sample for xxxxxx complaint number case- (B)(4). Please see the attached photos of the affected sample. If you require the sample to be returned for investigation, please provide a shipping label. Thank you, additional information: material number: 304142. Lot number: 5050183. Patient impact: no. Sample available: yes. Needle from back table pack had white substance on it before ever being uncapped. Needle defective in pack from manufacture.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a needle exhibited a white substance. To aid the investigation, one unpackaged sample and six photographs were received by the quality team. A visual inspection was performed and identified an epoxy drip over on the needle. The photographs corresponded to the returned sample. No additional defects or imperfections were observed. This condition could be induced if a jam occurred at the cannulator. A device history record review was completed for material number 304142, lot 5050183. The review did not reveal any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All processes and final inspections complied with specification requirements. Cannulator verification was performed the settings were correct, and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customers reported condition is confirmed.